Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeled lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: external stress such as impact, dropping, or contact with the trocar during heating. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, a hazy-like object always displayed at the top of the video image of the videoscope. There was no patient involvement.